Event description:
Customer's mother reported that the screen of the insulin pump was blank. Customer's mother reported that when a battery was inserted, the insulin pump would vibrate, then the screen would go blank. Customer's blood glucose level was 84 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the self test. No unexpected blank display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.